Event description:
It was reported by remote service engineer, while in therapeutic use the v60 displayed a proximal pressure sensor auto zero failed diagnostic code resulting in pressure not being measured. No patient involvement. This investigation is ongoing.

Manufacturer narrative:
The remote service engineer (rse) stated that the customer biomedical engineer reported a 110b (proximal pressure sensor autozero failed) error code. The customer was advised to troubleshoot with the following steps: confirm pin alignment, replace the proximal auto zero solenoids 3 and 4, and then replace the data acquisition printed circuit board assembly (da pcba). The customer was provided with the part information for the solenoid. Multiple good faith efforts (gfe) were made to confirm the resolution and any replacement part information on 10/26/2022, 11/02/2022, 11/22/2022 and 11/30/2022, but no response was received. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.